Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 55840006545, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: palsy did not occur to the patient, but the screw deviated, so it was necessary to replace the screw. Procedure: screw replacement level implanted: t10/l2 it was reported that post-op, one screw on the right of t10 deviated and went into the spinal canal and changed the direction so revision surgery was performed to replaced the screw. The product came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The screw migrated at the time of screw insertion during initial surgery, but the screw migration was noticed after the initial surgery.